Event description:
The customer reported to philips healthcare that when the device is powered on in manual/clinical mode it displays error code 10003 and operation is halted and no further functionality is possible. When the device is powered on in operational shift/system check mode or diagnostic mode the checks and tests are functional and pass. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.